Event description:
It was reported that during the implant procedure, over-sensed noise was noted when this device was connected to the left ventricular (lv) lead. This resulted in over ten seconds of asystole in this pacemaker-dependent patient. After the lv lead was re-inserted multiple times, no noise was seen. However, the same noisy signals occurred when inserting the right atrial (ra) lead. Additionally, the pacing impedance measurement of the ra lead was high and out of range (>3000 ohms). Similarly to the lv lead, the noise and impedance normalized after multiple attempts to re-insert the ra lead. The physician elected to leave this device implanted and the procedure was successfully completed. No additional adverse patient consequences were reported.